Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. The patient reported inserting the sensor in the upper buttocks. For example, the patient reported the following discrepancy: cgm reading 191 mg/dl and blood glucose meter reading at 32 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries. The device is not indicated for insertion in upper buttocks.